Event description:
During field service, the baxter technician reported an infusion pump with that failed an air-in-line test during testing. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of a pump failing an air-in-line test was confirmed during product evaluation. The pump was thus out of specification. The pump head mechanism was replaced during service. Pump was serviced in the field on 18 june 2007.